Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. A review of the event history log was performed to identify the alleged event. The customer provided parameters (500ml/hr with 250ml volume to be infused) matched an infusion event on (B)(6) 2019; however, the care area selected was medical surgery. And not the emergency department. During this infusion event, there is no indication of alarms, error codes, or use errors which may verify the reported symptom. The device was found out of specification in relation to the reported under delivery at higher flow rates which was reproduced during evaluation. The cause was determined to be the pressure plate travels were out of specification. The pressure plate travels were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The spectrum pump was being used to infuse at a rate of 500 milliliter per hour during therapy using a solution set with a minidrip chamber. Use errors and proper user instructions are addressed in ¿spectrum operator manual¿, which is shipped with every spectrum device. The guide warns the user using microdrip or minidrip chambers for flow rate settings greater than 200 ml/hr may influence flow rate accuracy and cause nuisance air-in-line or upstream occlusion alarms. If higher accuracy is required, consider an alternate infusion device. It also provides step by step instruction for the proper set up of an infusion with the device. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under delivered at a lower flow rate during therapy in the emergency room department at 23:00hrs (medication, dose, programmed amount and delivery rate unknown). The user checked the log and found the device was programmed an infusion of 250ml at a rate of 500ml/hour. Once it finished the infusion, the user then programmed an additional 50ml volume to be infused (vtbi) followed by another 15ml vtbi, in order to get the intended 250ml delivered to the patient. The device was tested by the customer biomedical department for a vtbi of 250ml at 500ml/hour, the pump would say it delivered 250ml, but the actual measured volume (gravimetric) was 205ml and 221ml for this pump. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.